Event description:
It was reported that a pt underwent a kyphoplasty procedure. During the procedure, there was difficulty tightening the stylet down in the catheter. The procedure was completed. No cement leakage or other issues were observed during the procedure. After the procedure, the pt had ventricular tachycardia when he was being moved off the table and his chest had to be charged. The pt was in ICU and doing better. No additional info was reported.

Manufacturer narrative:
Device not returned, followed up with company representative.